Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during use of the listed device on a home-care pt, the 15mm connector broke. The report alleged that prior to the breakage, leakage was found between the ventilator and tube. Replacement of the tracheostomy tube was performed. The report also states that upon inspection of the broken tube, there appears to be plastic shavings on the inside of the tube. No adverse effects to pt reported.